Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing chronic hemodialysis catheter while inside the patient. No obvious defects or anomalies were observed; however , this cannot be determined without the actual sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The IFU also states, "ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. Remove catheter clamp". The report that the juncture hub leaked was not confirmed through analysis of the customer supplied photo. The image showed a chronic hemodialysis catheter while inside the patient; however, no obvious defect or anomalies were observed. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of reported complaint cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the juncture hub was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the juncture hub was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.